Event description:
It was reported that during the implant attempt, it was noted that the lead exhibited a bend in the tip, which lead to difficulties during lead positioning. The lead was eventually implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.